Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account verified the equipment. He could not duplicate the reported problem. He review the doctors¿s pre-set programs in the system and found that one of them had continuous irrigation however, it has to do with the foot pedal configuration programmed by the user (right yaw and switch #2 are both set for continuous irrigation) and not to a system problem. He also found the back of the system had a broken usb and footpedal connector. The system look like it was hit against something. Fss replaced the broken parts and updated the configuration of the pre-set program that had the irrigation issue. He calibrated footpedal and touchscreen and system met amo specifications. Placeholder.

Event description:
Customer reported the surgeon could not change the settings to irrigation-aspiration-cut (iac) vor vitrectomy. The machine will say iac on screen but still be (ica - irrigation-cut-aspiration). It was also mentioned irrigation turns on and off intermittently. There was a capsular tear requiring vitrectomy and the vitrector would not switch to iac, post operative complications reported by the surgeon: subsequent loss of epinuclear fragment. Additional post-operative therapy required: surgeon reported patient may require pars plana vitrectomy. Surgeon reported that expected patient outcome is likely good.

Manufacturer narrative:
The manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted. Placeholder.